Event description:
Patient was revised to address a loose, malpositioned cup, which had moved through the medial wall. Osteolysis was also reported. Update: (B)(6 )2012 - litigation papers allege following patients (B)(6) 2011 revision surgery, patient struggled with a difficult recovery and continued to experience a limp when not utilizing a cane or walker. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2011, year of birth is 1958. Patient is a resident of ny. Update: (B)(6) 2013 - asr/supplemental information received. Part/lot has been updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. A 2nd quantity.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.